Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05815. Additional information was received stating the patient system diagnostics also recorded high impedances on the l4 and l1 lead. Surgical intervention took place on (B)(6) 2023 with the l4 lead being explanted and replaced to address the issue, and surgical intervention did not take place on the l1 lead. Effective stimulation was restored, and surgical intervention may take place at a future date for the l1 lead.